Manufacturer narrative:
Updated sections: g6, h2, h3, h6, and h11. A field service engineer (fse) was dispatched to the customer site to evaluate the unit. The fse replaced the o2 cell and performed the necessary calibration. Final verification testing confirmed that all measured values were within acceptable parameters. The device met all OEM specifications and was returned to service as ready for patient use.

Event description:
Complaint alleged that the hfot stopped working and device displayed alarm tf316 and tf401. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.